Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with loading a new cartridge, but the issue persisted, so they decided to replace the pump. The customer was advised on using an alternate form of insulin therapy, mdi, until the replacement pump with updated software was received. Instructions were provided for returning the problematic pump, and the caller acknowledged all guidance offered by technical support.